Event description:
Pt was revised to address acetabular loosening. It was further noted that the pt was displaying signs of soft tissue reaction from the metal on metal hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.